Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, severely angulated neck. Evaluation, conclusion: severely angulated neck.

Event description:
A talent stent graft system was implanted approximately 2.5 months ago, for a high risk pt, for the endovascular treatment of an abdominal aortic aneurysm. The aorta had a short neck with a 60-90 degree angle. Vessel morphology includes heavy neck and bilateral iliac calcification and an unk amount of thrombus. It was reported that the pt was admitted very sick to receive a left ventricular assist device when the 11 cm abdominal aortic aneurysm was discovered. During the tevar procedure, a type I endoleak appeared and persisted. The physician put in a talent cuff and a competitor's stent. A contrast CT after the procedure showed that the type I endoleak was resolved. One month ago a proximal type 1 endoleak was seen on a contrast CT. The pt was not a surgical candidate. Two weeks ago an additional tevar was performed to place 2-36 mm cuffs in the very angulated neck. A competitor's balloon was used. The physician assessed that the leak was anatomy related not device related. No clinical sequelae were reported, and the pt is fine. Ref, MFR. 2953200-2001-00xxx and 2953200-2001-00xxx).